Manufacturer narrative:
(B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that after the trial leads were placed on (B)(6) 2015, he was not able to pee later the same day. The rep talked with medical personnel and they addressed the issue by cathing the patient. The patient had a history of difficulty urinating prior to the trial. The day after the trial started, the patient could pee again. The trial patient's indication for use was fecal incontinence.